Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine device changeout procedure. It was noted that the right ventricular lead exhibited increased threshold and the patient reported pocket stimulation. During the procedure, the right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.